Event description:
It was reported that a monofocal intraocular lens (iol) was fully inserted into a patient's right eye, then explanted. Haptic of the lens grabbed part of zonules, lens not sitting properly. An unplanned vitrectomy was performed. No sutures required and it is unknown if incision was enlarged. No medical attention needed. Patient fully recovered. The issue did not impact patient's daily activities. It was noted that the directions were followed. The device is not available to return. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Asku. Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens was discarded). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed no other complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.